Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Upon further information it was found that this medwatch 3006260740-2021-00936 is a duplicate file and has been voided. The event and investigation results have been submitted on medwatch 3006260740-2020-21039.

Event description:
It was reported the tip of the wire broke off (not in the patient). Additional information received 2/27/2021: it was reported the insertion was uneventful and the wire was retrieved. The wire was retracted and the inserter could see the tip "barely hanging on" and when it was touched the tip fell off. What type of catheter securement was utilized: statlock, chg dressing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey3071 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in.

Event description:
It was reported the tip of the wire broke off (not in the patient). Additional information received 2/27/2021: it was reported the insertion was uneventful and the wire was retrieved. The wire was retracted and the inserter could see the tip "barely hanging on" and when it was touched the tip fell off. What type of catheter securement was utilized: statlock, chg dressing.